Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. The diagnostics were cleared and normal function was restored. No patient symptoms were reported.